Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
During a site visit by bd representatives, biomed reported a generalized complaint of channel disconnect during unspecified infusions and multiple reports of iui connectors with corrosion.